Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which located one similar complaint(s) with the same failure mode for this serial number. Case: (B)(4) - ICU pyxis -blank screen-possible power supply issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medstation es - station in black screen was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported that the drawer controller for full height drawer 4 was preventing the station from powering on. The fse replaced the drawer controller, but none of the pockets in drawer were detected. All other drawers in the station were functional. Attempted further troubleshooting by replacing the pyxibus module controller and retractor band and removing all pockets from the drawer, but the issue persisted. Continued diagnostics included replacing the row ribbon cable, pyxibus cable, and retractor band however, pockets still were not detected. The fse replaced row trays a and b and verified both trays were functioning. Verified full drawer functionality through diagnostics. During dchu visual inspection: pn: 151622-01: the unit revealed signs of thermal damage, specifically on components u301 and u401, and evidence of fluid ingress. During dchu testing: pn: 151622-01: no testing was performed due to evidence of thermal damage observed on components u3001 and u401 and evidence of fluid ingress. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to components u301 and u401 on the pcba dwr cntlr v1.10/v1 (pn: 151622-01), resulting from an electrical failure. Additionally, evidence of fluid ingress was observed on the affected area. This contributed to the damage and compromised the communication and control signals, resulting in the station displaying a black screen and loss of functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown black screen, which located on mtc ICU. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. As per part investigation, it was determined that there was thermal damage observed to components u301 and u401 on the pcba dwr cntlr and fluid ingress was found on the affected area. There were no adverse events or injuries reported based on this event.